Event description:
A customer reported to baxter (B)(4) of an interlink set in which the nurse was not able to connect the y-lock to the interlink injection site. The split-septum was not working. The process step was during an infusion. It is unknown which care area this event occurred. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.